Event description:
Journal device review revealed the following event. A (B)(6) female presented with a recalcitrant infected atrophic nonunion of a previously open tibial shaft fracture treated with im nailing. Patient underwent nail exchange and debridement of the site. The ipsilateral femur was used for the bone graft harvest with a 12.5 mm medullary reamer head. It was noted on fluoroscopy that the reamer head had breached approximately 1 cm of the anterior distal femur cortex. Due to the small size of the cortical defect, patient did not require stabilization of the femur. During follow up, the patient was noted to have healed both the distal femoral defect and the tibial nonunion without complication. This is six of six reports for this event.

Manufacturer narrative:
Subject device in an instrument and is not implanted or explanted. E: journal article: complications associated with negative pressure reaming for harvesting autologous bone graft: a case series: j orthop trauma. Vol 24, number 1, jan 2010, pgs 46-52: gregory j. Della rocca md, phd, yvonne murtha md, frank a liporace md, michael d stover md, sean e nork md, and brett d crist md. Synthes is unable to provide the manufacture, PMA/510k number and/or the date of manufacture without a part/lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot or part number was provided.